Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and no issues were found. A general reagent problem can be excluded because the provided qc and calibration data were within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number is 772926 with an expiration date of 31-oct-2024. The investigation is ongoing.

Event description:
The initial reporter received a questionable crep2 (creatinine) result from one patient sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 0.417 mg/dl. The repeat result from another analyzer was 1.07 mg/dl. This result was in line with the patient's history.